Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 3 yrs and 10 months post index procedure, patient death occurred. Cause of death unknown. Relationship to study device or procedure unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).